Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens and the haptic got caught during insertion. The lens was removed without any patient injury.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.